Event description:
Customer states: prior to use on a patient during pre-test, a doctor confirmed the cuff had difficulty to be inflated. No patient involvement.

Manufacturer narrative:
The sample associated to this report is expected to be returned for analysis.